Event description:
This lead was an attempted implant on (B)(6) 2011. The lead would not go all the way out in the branch. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).